Event description:
My glucometer readings were dangerously inaccurate, and the manufacturer's response did not address my concerns in an appropriate manner. On (B)(6) 2017 I used my usual blood glucose monitoring device (abbott freestyle lite) to check my fasting blood glucose. The first reading was 57 mg/dl. I was not symptomatic, so I decided to recheck it. Two minutes later it was 90 mg/dl. Two more readings, each one 1 minute apart, were 115 mg/dl and 110 mg/dl. This represents a greater than 50 percent variation between four different glucometer strips from the same lot in a time span of 4 minutes. The lack of precision of the device is shockingly high. In this instance there was no harm to the patient, but significant harm could have occurred if I had based treatment on the first reading. I used the technique described by the manufacturer in the instruction manual, and used only my fingertips as the test sites. I used a different strip for each test, as well as a different lancet for each test. The device and the strips had been stored in an appropriate (cool, dry) cabinet. I am an internal medicine physician, and am familiar with the use of glucometers in the hospital setting (and now as a patient). More troubling is the response from the manufacturer when I contacted them, later that day. The (two) representatives asked me a number of questions about how I used the device, and they did ask for the device serial number and lot number of the strips. At the end of the conversation, all I was offered as a bottle of reference solution to be mailed to me two days later to check the accuracy of the meter. The concern here is not only the accuracy of the device, but its (lack of) precision, and they did not address that despite multiple requests. I asked to speak with a clinician or with someone more senior than the customer service representative, but was told this was not possible. They did not suggest that I stop using the monitor or the strips. They did not ask me to send in the device and the strips. There was no in-depth review of my technique. There was no offer to replace the device or the strips. This is alarming. Abbott labs needs to review its policies in order to protect patients. While there was no direct patient harm in this case, the risk of this happening in the future to me or another patient is unacceptable. The glucometer is a freestyle lite model, serial number: (B)(4). The glucometer strips are specific to that model, lot # 1625010, expiration date 09/30/2018. Both were purchased by me from a retail pharmacy (B)(6) within the last two months. Many thanks to you and the FDA for working to protect patients from harm.